Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. Troubleshooting was performed for damage and noticed the threading on the battery and reservoir compartments is coming off, line across the screen that interferes seeing the amount of insulin going in. The customer was advised pump will need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with broken battery tube thread, cracked reservoir tube lip, cracked reservoir tube, bleeding lcd glass and minor scratches on display window noted. No broken reservoir tube lip noted.